Event description:
It was reported that when the device was used during a gastrectomy procedure. Post operative leakage from anastamosis of esophagus and ileum pouch was noticed several days after surgery by means of x-ray. Leakage was also noticed at site of duodenum stump where another unlike device was used. Device code is unavailable. Due to deterioration of patient condition a second operation was not completed. Leakage was controlled by conservative treatment. Patient developed pnuemonia, cause could be determined. Surgeon stated that patient expired due to pneumonia.